Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was not seeing the instrument during a case. The site exchanged the instrument tracker and the patient tracker, removed and added the instrument, and then changed from the flat emitter to the side emitter. The site proceeded with the case using the side emitter. The site noted that the instrument was red with no message in emitter details. There was no patient harm and no delay.